Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on an unknown date. During and soon after the procedure, the patient developed hives and went to emergency room (ER) for anaphylaxis, it is possible the anaphylaxis is due to a gentamicin allergy. The patient was discharged from the emergency room and was reported to be doing well.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2022. The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 03feb2022. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. Block h6: evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: the additional information received on march 7, 2022 block b5 (incident narrative).

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on an unknown date. During and soon after the procedure, the patient developed hives and went to emergency room (ER) for anaphylaxis, it is possible the anaphylaxis is due to a gentamicin allergy. The patient was discharged from the emergency room and was reported to be doing well. ***additional information received on march 7, 2022*** the patient was administered gentamicin prophylactically. Additionally, the anaphylaxis was caused by an allergic reaction to the gentamicin and not the spaceoar vue hydrogel.